Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2014.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection. It was also reported that vegetation was found on the right ventricular (rv) lead. The device system will be replaced at a later date. No further patient complications have been reported as a result of this event.